Manufacturer narrative:
The reported event of inability to insert the stylet was not confirmed. As received, a complete lead was returned in one piece for analysis. A visual and x-ray inspections of the lead revealed no anomalies. Additionally, a stylet could be fully inserted into the lead without any difficulty.

Event description:
It was reported that the stylet was unable to be inserted into the right ventricular (rv) lead during the implant procedure. The lead was explanted and replaced to resolve the event and the patient was in stable condition.